Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.2; lab: 3.5. Date: ng; inratio: 5.5; lab: 3.8.

Manufacturer narrative:
Investigation pending.